Manufacturer narrative:
A ge service rep performed an onsite investigation. The boards and power supply connectors were reseated during the service call. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system locked up. No pt serious injury or death was reported related to this event.